Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient was examined for right and left tmj. Patient complained of throbbing pain which kept them up at night and were generally unable to function normally. Doctor reported that patient presented with limited opening and occlusion was abnormal. Patient was strictly occluding on teeth #11, #12 and #22. Patient in addition, was complaining of generalized sensitivity with exaggerated sensitivity on #11 and #22 to percussion and palpitation. Right and left pterygolds and masseter insertions were + to palpation. Patient was treated acutely for tmd due to the malocclusion with anterior deprogrammer, nsaids, and appropriate stretches. Patient was instructed to discontinue aligner treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.